Event description:
It has been reported that the provisional is fractured during the trialing process of a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device was returned for visual inspection. Visual inspection of the device found that the central post had cleanly fractured from the device. The device also exhibits heavy wear on the posterior half of the distal surface of the condyles that is indicative of use. The device has an approximate field age of one year seven months. The receiving inspection reports for were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. This device is used for treatment. Per the device packaging insert "polymer provisionals may show eventual surface degradation from the heat and chemicals used in hospital cleaning and steam sterilization. When degradation makes cleaning difficult or if the surface becomes chalky, replace the provisional." As well as "if damage or wear is noted that may compromise the function of the instrument, do not use the device contact your zimmer representative for a replacement." Therefore, it is believed that the root cause of the issue is the wear from use.